Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. DHR for lot fksn is reviewed and no anomalies observed.

Event description:
It was reported to integra that a 219127nd screwdriver was used on (B)(6) 2017 during an unspecified procedure. It was stated that when the physician was placing the variable angle lock washer (195200snd) into the hallu lock (290345snd), the screw driver appeared to be broken off inside the lock washer. No patient injury reported and the event lead to 2-3 minutes surgical delay.

Manufacturer narrative:
The device was returned for evaluation. A review of the design specifications is performed. No anomaly was found about design specifications relative to tip specifications, raw material, and heat treatment. The DHR for lot fksn is reviewed and no anomalies associated with this complaint is observed. Results of the documentary investigation does not reveal any issue about the design, the manufacturing, during the use. No trend for this kind of incident is observed. Investigation for cause did not highlight any issue on the product, so root cause could not be determined.